Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Additional narrative: (B)(4)

Event description:
Update (B)(6) 2017: legal medical records received. After review of the medical records for MDR reportability, there is no new information. Liner is a pinnacle metal liner. Part/lot and complainant information were updated. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address poly wear, pain and femoral stem loosening. Update may 23, 2017: litigation received. Litigation alleges pain and elevated metal ions. Added head to the complaint. This complaint was updated on: may 29, 2017.